Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of noise and drops in morphology amplitude measurements. Isometric testing could not reproduce any noise. An x-ray taken showed the s-ICD may have migrated and device replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and the electrode was found to have migrated and twisted around the can due to the patient rubbing their chest around the device pocket. The s-ICD was explanted and replaced and there were no additional adverse patient effects reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of noise and drops in morphology amplitude measurements. Isometric testing could not reproduce any noise. An x-ray taken showed the s-ICD may have migrated and device replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and the electrode was found to have migrated and twisted around the can due to the patient rubbing their chest around the device pocket. The s-ICD was explanted and replaced and there were no additional adverse patient effects reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.